Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and to contact technical support if the issue reoccurs, which the customer acknowledged and understood.